Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator became inoperable. There was no report that the patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.